Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having high blood glucose and her current blood glucose is 214 mg/dl. Customer treated with the insulin pump. Customer's blood glucose was 426 mg/dl this morning. Customer stated that she cannot tell when her blood glucose is high. Customer stated that she had trouble filling the reservoir and changed her connection 3 times. Customer inserted in the abdomen and she stated that she has lots of scar tissue. Customer does not feel okay to troubleshoot. Customer performed the high pressure test and the pump passed. Customer's pump failed the first time but got a no delivery immediately upon running the second time. Customer had novolog insulin. Customer was advised to do a complete set change.